Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that 3 months ago the pt's parents found that the child could not respond very well, even though the bte device was in good condition. In the morning the parents checked the device and tested the child's response, which was very good. But when the parents saw the teacher, he reported that it was bad. Testing revealed 9 channels with the status hi and no groundpath impedance, showing that the device has malfunctioned. Only 1 channel can be heard. Previous testing in (B)(6) 2008, had shown all channels with the status ok. In (B)(6) 2009, testing had revealed 1 channel with the status hi. The parents didn't report clearly about an accident. But they said that sometime 2 brothers hit each other, and maybe their child fell or hit somewhere when he went to the kindergarten, but they are not sure.